Event description:
It was reported to philips that the device received a pacing failure during an operational check. There was no reported patient involvement, and no adverse event to a patient or user reported.